Manufacturer narrative:
(B)(4). All pertinent information available to manufacturer has been submitted. Placeholder.

Event description:
It was reported to amo sales, that after the intraocular lens (iol) was inserted into patient¿s right eye and viscoelastic removed, posterior capsule was torn. Lens was removed after incision was enlarged. A 3-piece anterior chamber (ac) lens was implanted after vitrectomy was performed. It was stated that the outcome did not significantly interfere with the patient's daily life activities and the patient was reported to have recovered. No further information has been provided.